Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that two ozark screws fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report represents the first of the two screws.

Event description:
It was reported that two ozark screws at c7 fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report represents the first of the two screws.

Manufacturer narrative:
Patient information has been received and b7 and 'section a' have been updated.

Event description:
It was reported that two ozark screws at c7 fractured post operatively. It is unknown if the patient experienced any symptoms or if a revision is planned. This report represents the first of the two screws.

Manufacturer narrative:
Catalog of the device has been received and populated in section d. The issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured at c7. The construct spanned from c5-c7, and it was composed of a two (2) level plate, six (6) screws, and interbodies. Fusion could not be confirmed in the provided image. Device and complaint history records could not be reviewed because a valid lot number was not identified. The provided radiographic image was analyzed by a stryker physician consultant. As fusion could not be confirmed in the provided radiographic image, it is possible the that pseudarthrosis could have contributed to the event. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. However, the cause of the observed issue cannot be determined conclusively as the device remains implanted in the patient and is not available for investigation.